Manufacturer narrative:
The actual device is not available for evaluation, nor were any pictures provided. Ability to investigate was limited due to no product to evaluate. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "it was reported that during the procedure, device allegedly had a small hole. There was no reported patient injury."

Manufacturer narrative:
No physical sample or photographic evidence was received from the customer to evaluate the reported failure mode. Based on the investigation conducted in order to accurately identify the section where the damage could occur, it is not possible to confirm the validity of the customer complaint at this time due to the lack of additional information such as specific location, photographs or videos. Root cause cannot be determined. If additional relevant information is identified, it will be submitted in a supplemental report.